Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements. Observed gradual rise resulted in a high out of range shock impedance measurement greater than 125 ohms. Technical services provided reprogramming recommendations. This rv lead remains in service. No adverse patient effects were reported.